Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, the subject device tested positive for following some kinds of bacteria. The all channels of the subject device tested (B)(6) for (B)(6)(> 100 cfu /endoscope) on (B)(6) 2017. The all channels of the subject device tested (B)(6) for (B)(6) (total of microbial colony count > 100 cfu /endoscope) on (B)(6) 2017. The user facility reported that the subject device had been reprocessed using a non olympus automated endoscope reprocessor model (made from anios). There was no report of infection associated with this report.